Manufacturer narrative:
(B)(4). Lot# unknown. Potential lot# 23f15c1472.

Event description:
Doctor (B)(6) was trying to insert our 3-l 20cm cvc in the femoral vein without ultrasound. He felt resistance when threading the catheter through the wire. They removed the catheter and the wire together once they realized that the catheter wasn't going to be placed properly. They noticed upon removal that the wire was kinked in 2 places.

Event description:
Dr. (B)(6) was trying to insert our 3-l 20cm cvc in the femoral vein without ultrasound. He felt resistance when threading the catheter through the wire. They removed the catheter and the wire together once they realized that the catheter wasn't going to be placed properly. They noticed upon removal that the wire was kinked in 2 places.

Manufacturer narrative:
(B)(4). The customer returned one guide wire for evaluation. The catheter was not returned. Visual examination revealed the guide wire contains two kinks along the guide wire body towards the distal end. Both welds appear full and spherical. Visual inspection of the catheter could not be performed as the catheter was not returned. The kinks in the guide wire body were measured at 34 mm and 96mm from the distal tip. The total length and outer diameter of the guide wire were measured and were found to be within specification. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. Functional inspection of the catheter could not be performed as the catheter was not returned. A manual tug test confirmed both welds were fully intact. A device history record review was perform ed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked at the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire kinked during use was confirmed through examination of the returned guide wire. The guide wire was kinked towards the distal end of the body. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. The probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned. Teleflex will continue to monitor and trend for reports of this nature.